Event description:
It was reported that an echocardiogram revealed the right ventricular (rv) leadless pacemaker (lp) was interacting with the tricuspid valve resulting in valvular regurgitation. The lp was retrieved and reimplanted in a new location. Following implant, the lp was unable to be interrogated via conductive telemetry. A temporary pacing catheter was placed in the patient during the implant as the patient was pacemaker dependent. This may have interfered with the conductive telemetry connection. The lp was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no conductive telemetry was not confirmed. Visual inspection of the device found the helix to be out of specification. The helix elongation is consistent with having occurred during procedure/explant damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. Device was able to interrogate throughout the whole analysis.